Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the stent delivery system was returned for analysis. The bumper tip of the device showed no signs of damage. The stent was damaged at its proximal end. The struts on the most two proximal stent rows were damaged and raised distally from the balloon material. This type of damage is consistent with the stent meeting resistance during the removal of the device from the patient. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that crossing difficulties were encountered. The 90% stenosed, concentric, de novo, 8mmx2.25mm target lesion contained >45 and <90 degree bend and was located in the moderately tortuous and mildly calcified distal left anterior descending (lad) artery. Following predilation, a 2.25x12mm promus element ¿ drug-eluting stent was selected for use and advanced but failed to cross lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a proximal stent damage.